Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10012241-0500 lot number 25035202 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: customer is stating that texium connector sku# 10012241-0500 is not locking onto their bd syringes with a strong, positive feel. Basically, the connector can too easily be disconnected. They are concerned that this could lead to leaking and exposure risks for staff and patients.